Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading a cartridge with insulin. A new cartridge was used and was loaded. Blood glucose was 199 mg/dl.